Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was not returned to the manufacturer for evaluation. A photo has been provided for review. The investigation is currently under way.

Event description:
It was reported that during dialysis, a material like rubber piece was allegedly aspirated from the catheter. There was no reported patient injury.